Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) displayed invalid data in the monitoring report. It was noted that it was likely due to a clock offset issue and should not affect the device. The device remains in use. No patient complications have been reported as a result of this event.